Manufacturer narrative:
(B)(4). Although requested, the cuvette lot information was not provided. Method: actual device was not evaluated. Process evaluation was performed. No related ncrs were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Result: no results are available as no evaluation was performed. Conclusion; the device has not yet been returned.

Event description:
A distributor reports that act inconsistent patient results were generated with a hemochron jr signature plus microcoagulation system. It was reported that an act result of 589s was generated with a repeat test of 276s; a third measurement was taken and the act result was 355s. A backup instrument was used to compete the procedure. No adverse events were reported.